Manufacturer narrative:
(B)(4).

Event description:
The customer called the philips response center to request the repair of a damaged mrx power module, the "change has come and wires are snapped". No patient involvement was reported.